Manufacturer narrative:
Please note: the healthcare provider implanted the device off label.

Event description:
It was reported that a patient's device was implanted on (B)(6) 2013 and the patient was ok "so far." Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) stopped working in 2015. The patient experienced a loss of stimulation and a return of symptoms. The patient noted that when the health care provider (hcp) when in to replace the ins, he did not find a broken wire or anything wrong with the ins.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was ezw.

Event description:
Additional information reported that no one has told the patient why this device failed. No broken wires or leads were ever discovered. It was noted that when the machine works (functions) the patient enjoy improved quality of life. Unfortunately they seem to function for only 18 months or less.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.